Event description:
The patient presented to the orthopedic surgeon with cronic dislocation of his total hip. The intended procedure was to revise the acetabular liner with an elevated liner. During the revision surgery it was discovered that on the primary surgery a 32mm liner was used with a 28mm femoral head, this had been causing the chronic dislocation. The surgeon replaced the std. Liner with an elevated liner 32mm, and the femoral head with a 32mm femoral headdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.